Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports patient status post right total hip done by another surgeon in the community had complaints of the right leg being too short. Surgeon decided with the patient to revise the hip using an eccentric liner and a longer head length to equal out her leg lengths. Surgeon proceeded with the surgery first by removing the existing head which was identified as a 36mm biolox. He then removed the liner by using an osteotomes and drilling a hole in it and using a screw to pop it out of the cup. Initially the cup was identified as an e liner per the first surgeons operative note. Upon trying to implant it was noticed the liner was the incorrect size dictated. The liner was a d liner in which surgeon used a 32 d eccentric which was impacted and locked in place without incidence. A 32 +4 was trialed, satisfied with the length the surgeon used a v40 to c taper sleeve and impacted a new 32+5 delta ceramic head.